Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes were observed to have plastic protrusions inside the tube. The customer did not indicate when the defect was observed and has not responded to follow-up attempts. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to plastic protrusion in tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plastic protrusion in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes were observed to have plastic protrusions inside the tube. The customer did not indicate when the defect was observed and has not responded to follow-up attempts. No adverse impact was reported regarding the patient or user.